Event description:
A customer contacted beckman coulter inc. (Bec) reporting that they were getting truck and shuttle errors and their coulter lh 750 slidemaker was leaking a small amount of fluid on the right side and the operator was unable to move the belt. The leak was contained in the instrument. The operators were wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injury or exposure was reported. There was no impact to patient samples.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site. Fse saw approximately 5ml of fluid in the drip tray and some trace amounts on slides trapped in the system. Per fse, the probe backwash was likely the source. Slides were underneath the probewipe, on the shuttle path and wedged up to nearby modules which prevented the shuttle from moving. Fse cleaned out the slides that had fallen underneath the probewipe and in the shuttle pathway which were preventing the shuttle from moving and causing the diluent leak. In addition, fse then performed truck and shuttle calibrations and verified proper slidemaker operation. The cause of the leak was the fallen slides interfering with the probe rinse drain line and obstructing the travel of the slide shuttle/truck. (B)(4).